Manufacturer narrative:
This is the same event as 3010536692-2015-01916.

Event description:
Allegedly the patient is experiencing mom complications: pain-left. Additional information received 10/23/2015 - patient was revised.